Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a separation between shell and patch (ss). This finding is not related with the reported event. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade IV¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to the specification, fold crease, and wear abrasion. A split in the patch area ("ss") was observed, which is characterized as a workmanship. Based on the device analysis, the final assessment is an observed split in the patch area which is characterized as a workmanship.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade IV¿. Device remains implanted.